Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during procedure the coil (subject device) encountered resistance while was advancing within the microcatheter. When the coil (subject device) was retrieved it prematurely detached in the microcatheter. The physician replaced it with a new device and continued the procedure without any clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during procedure the coil (subject device) encountered resistance while was advancing within the microcatheter. When the coil (subject device) was retrieved it prematurely detached in the microcatheter. The physician replaced it with a new device and continued the procedure without any clinical consequences to the patient.

Manufacturer narrative:
Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during procedure the coil (subject device) encountered resistance while was advancing within the microcatheter. When the coil (subject device) was retrieved it prematurely detached in the microcatheter. The physician replaced it with a new device and continued the procedure without any clinical consequences to the patient.